Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device evaluated by MFR: disposition unknown.

Event description:
The surgeon reported that he has a 3.5 cortical screws which backed out of the plate after implantation into the patient's abdomen.